Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4390 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 761436) for female sterilisation. The patient had a medical history of parity 2, gravida ii, tonsillectomy, cholecystectomy, asthma, post-traumatic stress disorder, depression, vaginal delivery (vaginal delivery: 2005), obesity and abnormal uterine bleeding. Previously administered products included: mirena, gabapentin, desmopressin and risperdon. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4438 days after essure insertion and 48 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2022 as per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: procedure: essure rods are seen. There is no contrast and no spilling into the peritoneal cavity. Impression: hsg which shows bilateral essure rods and fallopian tubes that are closed without spillage or opacification of contrast into the fallopian tubes. [Pathology test] on (B)(6) 2012: clinical information prior pap date: (B)(6) 2012 low grade squamous intraepithelial lesion rule out high-grade squamous intraepithelial lesion. Diagnosis a cervix, 3 o'clock, biopsy: high-grade squamous intraepithelial lesion. B cervix, 11 o'clock, biopsy: high-grade squamous intraepithelial lesion; on (B)(6) 2022: essure and left fallopian tube; salpingectomy: unremarkable fimbriated fallopian tube and coil. B. Right fallopian tube; salpingectomy: unremarkable fimbriated fallopian tube. Clinical information patient wants essure removed, pelvic pain, laparoscopic bilateral salpingectomy, iud insertion, hysteroscopy organ or tissue: essure + left fallopian tube, right fallopian tube gross description: essure and left fallopian tube is a 7 x 0.8 cm fimbriated fallopian tube. Right fallopian tube is an 8 x 0.8 cm fimbriated fallopian tube. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2010, the patient had essure inserted. On (B)(6), 2022, 4390 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 761436) for female sterilisation. The patient had a medical history of parity 2, gravida ii, tonsillectomy, cholecystectomy, asthma, post-traumatic stress disorder, depression, vaginal delivery (vaginal delivery: (B)(6) 2005), obesity and abnormal uterine bleeding. Previously administered products included: mirena, gabapentin, desmopressin and risperidone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4438 days after essure insertion and 48 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2022 as per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: procedure: essure rods are seen. There is no contrast and no spilling into the peritoneal cavity. Impression: hsg which shows bilateral essure rods and fallopian tubes that are closed without spillage or opacification of contrast into the fallopian tubes. [Pathology test] on (B)(6) 2012: clinical information prior pap date: (B)(6) 2012 low grade squamous intraepithelial lesion rule out high-grade squamous intraepithelial lesion. Diagnosis a cervix, 3 o'clock, biopsy: - high-grade squamous intraepithelial lesion b cervix, 11 o'clock, biopsy: - high-grade squamous intraepithelial lesion; on (B)(6) 2022: essure and left fallopian tube; salpingectomy: unremarkable fimbriated fallopian tube and coil. B. Right fallopian tube; salpingectomy: unremarkable fimbriated fallopian tube. Clinical information patient wants essure removed, pelvic pain, laparoscopic bilateral salpingectomy, iud insertion, hysteroscopy organ or tissue: essure + left fallopian tube, right fallopian tube gross description: essure and left fallopian tube is a 7 x 0.8 cm fimbriated fallopian tube. Right fallopian tube is an 8 x 0.8 cm fimbriated fallopian tube. Lot number: 761436 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.